Event description:
During a quad tendon repair being performed the anchor broke. A portion of the anchor remains imbedded in the pt's bone. The surgeon was inserting the anchor approx 3/4 of the way in the eyelet snapped off. Pt care manager at the facility stated that the surgeon did not pre-drill the site prior to insertion of the anchor due to the quality of the pt's bone. No significant delay took place, as an additional twinfix was immediately available to complete the repair. It is unk if surgeon used the ao two-finger technique when inserting the anchor. No pt injury or complications resulted.